Event description:
Return reason: c.o. Measurement problem of t.d. Catheter. The customer reporter that the catheter was not able to measure patient's cardiac output during using. Analysis determined: investigation found that the thermistor wire became detached from wire leads within thermistor casing causing an unstable reading. Unit was used in vivo. This was not determined until analysis was completed. No further information is available on the patient's status. Remedial action taken: production specifications for thermistor placement within the port have been revised to alleviate this type of failure. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.